Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a product investigation was conducted. Service and repair evaluation: the repair technician reported that discolored wires, rust on motor ,debris on barriers, rusted switch plate ,damaged membrane vent ,cracked contact plate and rust on bearing specs, device did not run in reverse mode. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H6: a product investigation was conducted. Part:05.000.008. Synthes lot:003677. Supplier lot:003677. Release to warehouse date: 27 aug, 2010. Supplier: (B)(4). Ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver doesn't operate in reverse. It is unknown when the issue was observed. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).